Event description:
Philips received a complaint on the earlyvue vs30 indicating that the blood pressure (bp) was reading 10/20 high, and the pump was replaced, but it did not fix the issue. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who suggested that if the pump was already replaced, the next step would be to replace the main board. The rse provided the part identification (ID) for the main board, and the customer will proceed with the replacement and contact us if any issues arise. Based on the results of the analysis, it was determined that the product has malfunctioned, and the likely cause of the reported problem was the main board. A review of the service history for this device shows that the problem has not been reported again for this device.